Manufacturer narrative:
The evaluation revealed the sliding core and talar component from the star system to be the primary products. An investigation and a review of the DHR were not possible because neither the products nor the lot codes were provided. Furthermore no confirming information like x-rays or surgery reports was available. The customer reported that the revision was a debridement with grafting cyst. The metal components were left in place and the 6mm poly was exchanged for a 7mm item. The 6mm poly appeared in good shape and the doctor didn't report any damage. The dr. Swapped to a 7mm to tighten the joint. Based on the customer¿s information both implants were not damaged; the exchange of the sliding core was most likely done as a routine treatment. Debridement due to i.e. Heterotopic bone formation and osteolysis (cysts) are IFU listed adverse effects that can lead to revision surgeries. Cysts were already evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 70, 71¿: ¿cyst formation (bone resorption) (0 ¿ 16 %) [1, 6, 9, 10, 12, 13, 15, 17, 20, 24, 27, 28, 30] spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ additionally cysts were evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ based on the given information a manufacturer related issue was not found; the case is attributed to the patient. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
A talar cysts under the talar component of the star ankle. Revision scheduled for (B)(6) 2017. Update 08/14/2017: further information from the sales rep: "the revision was a debridement with grafting cyst. The components where left in place and the 6mm poly was exchanged for a 7mm item#400-141f lot#1428083. The primary case was (B)(6) 2016 and I don't have records prior to that date. The 6mm poly appeared in good shape ad the doctor didn't report any damage. Dr. Swapped to a 7mm to tighten the joint more.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
A talar cysts under the talar component of the star ankle. Revision scheduled for (B)(6) 2017.